Event description:
On (B)(6) 2013, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. During the procedure, a 24 fr gore dryseal sheath was inserted into the patient's left femoral artery. The patient's external iliac artery (eia) diameter ranged from 6.3 to 7.8 mm. The tag devices were implanted as planned. When the physician withdrew the sheath, the patient experienced a decrease in blood pressure. An angiographic run revealed a ruptured left eia. The physician implanted two gore excluder aaa components to treat the ruptured eia. A final angiographic run showed no extravasation. Additionally, the physician performed an ilio-femoral bypass using an 8 mm gore intering vascular graft to treat a femoral dissection which occurred at the access site. The procedure was completed without any further complications, and the patient tolerated the procedure. The physician stated that both the iliac rupture and femoral dissection were caused by oversizing of the sheath relative to patient access vessel diameter. He also noted that withdrawing the sheath without the dilator in place may have contributed to the iliac rupture.

Manufacturer narrative:
Results pending completion of manufacturing evaluation.